Event description:
A nurse reported a pt with a refractive surprise and blurry vision following an intraocular lens (iol) implant procedure. The lens was exchanged for another iol one month later. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaint reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionaire was not received. (B)(4).